Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that ever since the patient had the pump, parts kept breaking and he had to go through surgeries. Nine months after implant, the pump needed to be replaced because "it failed". On (B)(6) 2015, it was noted the catheter was clogged and the pump was not working. On (B)(6) 2015, the patient had to have the pump replaced "because the catheter connecting thing". The catheter coming out had frayed, so they had to replace the whole pump. It was noted the patient was in a wheelchair. It was also noted the patient was suffering. It was additionally reported that they were not getting any cerebrospinal fluid (csf) flow. It was also noted that they took six vials of blood taken off the pump "because they had to open him up".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.